Event description:
It was reported that the atrial lead was oversensing which was causing inappropriate mode switching and bradycardia with rates down to 30 beats per minute (bpm) on the histograms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies found. Concomitant medical products: d314, drg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).